Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacture record of the subject device was unknown, however, the subject device is presumed there is no irregularities when shipment since this model is underwent a total inspection. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated the output the device only the probe tip to the tissue with strong force, twisting while grasping the tissue, or contacting with something hard, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. *do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp them when ultrasonic output is activated. Avoid contacting them accidently. The probe could be worn due to ultrasonic vibration and damage or detachment of the probe may result.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the tip of the probe of the device fell off outside the patient. The intended procedure was completed with the similar device. The device was discarded by the user. There was no patient injury reported. This is the report regarding the breakage of the probe.